Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Neither log reviews nor complaint history review can be performed as the surgeon name and event date are unknown. No procedure video or image was provided for review. This event is being reported due to the following conclusion: a vesico vaginal fistula is considered permanent impairment that requires an additional surgery to resolve. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable. The occupation of the author/contact is unknown.

Event description:
Intuitive surgical inc. (Isi) became aware of a complaint via a european journal of gynecological oncology article titled, ¿short-term outcomes for patients with endometrial cancer who received robot-assisted modified radical hysterectomy: a retrospective observational study¿ (tanaka, t., ueda, s., et al., 2021). It was reported that after a da vinci-assisted radical hysterectomy procedure that a vesico vaginal fistula was discovered after the procedure was completed robotically. No further details regarding the event were provided. Follow-up: on 05-july-2021, isi contacted the customer for additional information regarding this event: it was noted that no additional information regarding the procedure that resulted in a vesico vaginal fistula was able to be provided.